Event description:
Customer reported via phone call that due to quick serter breaking, insertion had been done manually causing cannula to bend. Customer's blood glucose was 400 mg/dl. Customer was advised that serter would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.